Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the fenestrated bipolar forceps instrument's tips do not meet on one side. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip, causing misalignment of the grip-tips. The instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.